Event description:
It was reported that the patient experienced pain, stiffness, and swelling.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.